Manufacturer narrative:
This product remains in service and has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. If a boston scientific defibrillator detects energy on the leads from an external source (e.g., cautery, radiofrequency ablation, or external defibrillation) over a set threshold, the device is temporarily disconnected from the lead system via high-voltage capable solid state switches. This effectively closes the current path through the lead, eliminating the possibility of high currents flowing through the lead tip-tissue interfaces, and preventing potential damage to either the device circuitry or the tissue itself. Once the external signals cease, the device resumes normal operation. Per product labeling, the use of external pacing support is recommended for pacemaker-dependent patients.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d), exhibited loss of capture only during a premature ventricular contraction (pvc) ablation procedure. Lead resistance and thresholds were stable and the output has not been changed. Technical services (ts) noted there was no problem with capture status after the ablation procedure. No adverse patient effects were reported. The device remains in service.